Manufacturer narrative:
Mayfield skull clamp (a3059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a posterior cervical fusion, the locking indicator on the mayfield composite series skull clamp (a3059) was in the locked position, but the rocker arm was able to move. The patient was in prone position using the mayfield clamp and mayfield base attachment for a posterior cervical fusion. After pinning, the surgeon locked the mayfield and the head was being placed in final position. The rocker pins moved causing a near slip and or laceration injury to the patient. There was a delay in surgery for about 35 to 45 minutes. A new clamp was used and the patient was re-pinned with additional pins and continued with the planned surgery.